Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the emergency room. The patient had fainted and was in bradycardia. Upon interrogation the right ventricular lead exhibited loss of capture due to lead disldogement. The lead was successfully repositioned on (B)(6) 2014.